Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, specifically reaching 328 mg/dl range. To address the high blood glucose level, the customer was given correction injection via multiple daily injections by customers mother. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.